Manufacturer narrative:
The reagent's lot number is 88912001 with an expiration date of 30-sep-2026. The calibration and qc were acceptable. The field service representative repaired a damaged rinse tube, replaced a valve, adjusted the sample probe positioning, cleaned flow systems, adjusted wash levels, and replaced the incubator bath water. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 160 mg/dl with a data flag. The repeated result was 95.7 mg/dl. The sample was repeated because the initial result didn't match the patient's clinical history.